Event description:
Account stated they have been seeing discrepant sodium results for about one month. They provided the following two examples. Sample one initial sodium result was 158 mmol/l and repeated as 127 and 134 mmol/l. Sample two initial result was 122 mmol/l and repeated as 139 mmol/l. The account did not report any adverse events associated with this issue. The field service rep found a vacuum pump was malfunctioning and repaired the instrument by replacing the pump.